Manufacturer narrative:
H10:  additional manufacturer narrative: added additional conclusion coding to section h6

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI#: (B)(4). Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The subject device is not available for evaluation, as it remains implanted in the patient. The root cause for the stenosis and regurgitation remains indeterminable with the available information. Of note, this pericardial aortic valve was initially used off label as it was implanted in the tricuspid position. Per the instructions for use (IFU), "the carpentier-edwards perimount magna ease pericardial bioprosthesis model 3300tfx is indicated for patients who require replacement of their native or prosthetic aortic valve." The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm 3300tfx valve, implanted in the tricuspid position, underwent a valve-in-valve procedure after an implant duration of two (2) years, four(4) months due to severe tricuspid stenosis and regurgitation. The ttvr was performed with a 29mm 9600tfx sapien 3 transcatheter valve with an excellent outcome. The patient did extremely well and was transferred to the post catheterization recovery room in stable condition with no neurologic defects or complications. The patient was discharged on the same day in stable condition.